Event description:
The customer reported that the device has a red x even though it passes operational check. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The customer evaluated the device.